Event description:
Infusion pump was programmed to run 20 ml/hr for 23.5 hour methotrexate infusion. Infusion alarmed empty after 4 hours. Pump ran wrong rate and/or ran at gravity, despite the tubing being inserted correctly and the pump being programmed correctly.